Manufacturer narrative:
(B)(6).

Event description:
The customer's son stated they received a questionable result from coaguchek xs meter serial number (B)(4). At 4:01 pm, the result was 5.4 inr. At 4:05 pm, the result was 3.7 inr using a different finger. There was no allegation of an adverse event. The customer was not anemic, not on heparin, had no direct thrombin inhibitors, no antiphospholipid antibodies, no new medications, no diet changes, no illnesses, and no bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.0 inr, customer meter with masterlot strips: 3.9 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.5 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The result of 5.4 inr alleged by the customer was not observed in the meter¿s patient result memory.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.